Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient saw the call your doctor and power on reset (por) on the programmer screen. The patient noted that they called their gynecologist and the gynecologist told the patient to call the manufacturer company. The patient reported that no recent medical tests or events of electromagnetic interference (emi) had occurred. The patient noted this had occurred probably three weeks ago, in 2019. There were no symptoms and there were no further complications reported/anticipated.